Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user's daughter, who reported that "one of the bolts attaching the back rest fell out and my mother fell off the back, landed on her back and hit the back of her head on the concrete sidewalk. Later we administered pain relief medicine and pain rub on her skin of her lower back. She will be getting an x-ray on her back." The end user declined to return the product for evaluation.